Event description:
Npb has received information alleging that an lp 10 volume ventilator may have caused or contributed to a patient's death. It cannot be determined from the information provided whether the death is attributed to: 1. The patient's airway decannulation or, 2. A supplemental oxygen disconnect or, 3. An incorrect low inspiratory alarm threshold setting or, 4. That the ventilator was not in use at the time of demise. Any of which did not result in a low inspiratory alarm (disconnect).